Event description:
It was reported that the patient had a wire protruding from the incision site on the left side of the scalp. The physician confirmed it was a suture wire and placed the patient on oral antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db220145dc0. Model: db-2201-45dc. Serial: (B)(6). Lot: 21387922. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Lot: 5166945. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Lot: 5166947. Product family: dbs-ipg-r-MRI. Upn: m365db1200s0. Model: db-1200-s. Serial: (B)(6). Lot: 739288.

Event description:
It was reported that the patient had a wire protruding from the incision site on the left side of the scalp. The physician confirmed it was a suture wire and placed the patient on oral antibiotics. Additional information was received that the patient had a chronic infection which never completely resolved even after having been administered constant antibiotics. The patient then experienced erosion of the lead in the skull scalp and underwent a system explant procedure. The physician assessed the event was not device or procedure related. The devices will not be returned as they were disposed of by the medical facility.